Event description:
The following information was reported: plug was delivered, when the sheath/shuttle were brought back up to the handle there was peg to inspect, approximately half of the plug was present. Advancer tube did stay down. He abandoned the deployment by deflating balloon and removing the device. He applied 10 minutes of manual pressure and achieved hemostasis. The patient was not hospitalized. Stick location: common femoral artery.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The advancer tube was flush with the balloon and engaged to the distal tamp lock. A small piece of the sealant was separated from the device and blood was found on the outside surface. The catheter, advancer tube, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Blood was observed near the proximal end of the advancer tube, which was indicative that blood was being forced into the proximal end of the shuttle. In addition, a cut was found at the distal tip of the advancer tube, probably occurred during trimming process. However, it is unknown if this feature caused or contributed to the reported incident. The review of the lhr (lot f1415408) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.